Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible damage to the device or packaging was observed before use. A non-cordis catheter sheath introducer (csi) was used. Femoral artery suitability, including insertion angle, was confirmed by angiography, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, significant stenosis, recent closure, or pre-existing vascular complications at the puncture site. There was no difficulty connecting the sheath introducer with the exoseal vcd, but the indicator wire cowling disengaged after initial engagement and required a second press. Pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button. The indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed and facing downward. The device is being returned for evaluation. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed and the guard was received locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. An 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. Additionally, it was observed that the image attached in the 'manage sample' section did not match the event number and the device shown; however, the image in the 'decontamination' section matched both the event number on the plastic bag label and the device shown. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to examine the internal mechanism after and before the deployment test. During this analysis, no abnormal conditions were observed in the internal mechanism. The evaluation specifically included the area in the internal mechanism where the cowling guard engages; therefore, it was reviewed both in the received locked position and after the deployment test. No anomalies were observed in this area. The reported event of ¿indicator window no change to indicator and cowling (guard) disengaged access site not lost¿ was not observed through analysis of the returned device since the device achieved full window transition during the analysis, as well as successful deployment. The cowling guard was locked and did not unlock during the analysist. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Handling issues are likely since it was reported that the deployer¿s thumb was on the device during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible damage to the device or packaging was observed before use. A non-cordis catheter sheath introducer was used. Femoral artery suitability, including insertion angle, was confirmed by angiography, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, significant stenosis, recent closure, or pre-existing vascular complications at the puncture site. There was no difficulty connecting the sheath introducer with the exoseal vcd, but the indicator wire cowling disengaged after initial engagement and required a second press. Pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button. The indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed and facing downward. The device is being returned for evaluation.